Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2,h3, h6, h11. The device was not returned to olympus for inspection; however, the investigation was carried out by field service engineer. In addition, the following reportable malfunctions were identified during the device evaluation:received water damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no live view on the display due missing serial digital interface (sdi) cable from the processor to the device, moreover, the most probable cause of additional malfunctions found during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented no live view on the computer during setup/ inspection for use, before patient in room. There were no reports of patient involvement.